Event description:
It was reported by service report that the siderail moves too quickly when lowering due to the siderail cable requiring adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.